Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an uknown procedure, received an email stating the following ¿we recently switched esu¿s from medtronic ft-10 to the conmed 2450 esu while still using ethicon megasoft grounding pads and since the switch we have been experiencing sparking and flame issues from the pencil tips while using megasoft pads; we have started our root cause analysis into the three incidents, looking at all the factors that could cause these fire dangers. I want to bring these issues to your attention, and I wish we had recorded the megasoft serial numbers from these incidents. We are planning to have representatives from conmed here on 11/9/2020 at 1:00 pm and I would like you to be present as well to share insight for the megasoft pads.¿ the account is not blaming the incident on the pads but are looking into all possible factors. There were no patient consequences.